Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient experienced syncope for an unknown reason. No additional adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.